Manufacturer narrative:
Na

Event description:
It was reported that during an induction, the device failed to deliver therapy and an external shock was delivered. The programmer then displayed a message stating the device had gone into vvi pacing mode. The device was explanted.

Manufacturer narrative:
The field experience of device reset was confirmed in the laboratory. The device was found to be in hardware vvi reset mode. The reset was a power-on reset which occurred during delivery of hv therapy in dft testing. It is suspected that there was a poor set screw - lead connection, causing delivery of hv therapy into an open load, thereby resulting in the power-on reset.